Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient sustained a head trauma and experienced a loss of osseointegration resulting in fixture loss. The patient will not be reimplanted with a new device due to poor health reasons.